Event description:
IV filter broke at the lower tubing site after connecting it the pump. The infusion was not started at this time. Another filter was attached and attempted to prime, but it would not prime completely. (Would not prime past the filter line). A new filter was primed with saline and switched out.